Event description:
It was reported that the patient was hospitalized with seizures. It was reported that the patient has experienced an increase in seizures over the past few days. The relationship of the seizures to vns is unknown. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Review of additional programming history on (B)(4) 2014 showed data from (B)(4) 2014. The device was not at end of service at this time, and system diagnostic results were within normal limits.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received stating that the vns patient was referred for surgery. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.